Event description:
It was reported that the customer was hospitalized due to ketones, dehydration, and high blood glucose of 470 mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. It was stated that the customer has seasonal allergies that are being treated. It was stated that the infusion set was not changed to resolve the issue. The caller stated that she does not believe its the insulin pump as connected back to the infusion set and his glucose level continues being high. It was stated that the customer is on an insulin drip at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.